Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that a portion of the touchscreen does not react. The customer reported that the unit was not in use on a patient. There was no delay in therapy reported due to the issue above. The customer contacted product support and requested a repair service. The investigation is ongoing.

Manufacturer narrative:
The service technician confirmed that the responded position was misaligned with the touched position on the touchscreen; then, the touchscreen was calibrated, but the phenomenon was not improved. The touchscreen was replaced the phenomenon was improved. Due to the power led had illumination failure, the power switch overlay was replaced then the phenomenon was improved. The unit was checked overall, cleaned, run in tests, and functionally tested.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician reported the touchscreen passed diagnostics testing and resistance measurements were within specifications. The touchscreen works as specified; no malfunction found.

Manufacturer narrative:
The service technician reported that the touchscreen issue was confirmed. During evaluation it was also confirmed that the power on/off led was not illuminated. The touchscreen and power switch overlay need to be replaced. The repair cannot be completed at this time due to the parts are on back order. This record will be closed and if new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.